Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the sensor reading were inaccurate and was triggering the threshold suspend feature on the insulin pump. Sensor reading was 61 mg/dl and blood glucose was 124 mg/dl. The sensor activated the threshold suspend feature four times in one day. Blood glucose was 213 mg/dl and sensor reading was 61 mg/dl. Customer stated she was having sensor problems and was wondering if there might be issues with the insulin pump. Troubleshooting was performed. Customer is not returning the sensor for further analysis.